Event description:
It was reported, pt undergoing a right hip replacement. During insertion of screw into acetabular shell, the tip of the screwdriver broke off in the head of the screw and remains insitu.

Manufacturer narrative:
Additional info and device has been requested but not rec'd. No eval will be performed. If additional info or the device becomes available a supplemental report will be issued.